Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported a button error on the insulin pump during a bolus delivery. The customer stated that the incident occurred after a battery change. The customer's blood glucose value was 60 mg/dl. The customer was offered a replacement insulin pump. The customer called back and accepted the replacement device; the device with the malfunction may or may not be returned. No further information was provided.

Manufacturer narrative:
No unexpected weak battery alarms noted. No button error alarms noted. All buttons functioned properly. However, the insulin pump had corroded keypad traces noted. It also had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, and cracked case near display window corners noted during visual inspection.